Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to erosion. All components of the existing aus were explanted. At a later date, a new aus was implanted. There were no patient complications reported.